Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving dilaudid ( unknown dose and concentration) via an implantable infusion pump. The indication for use was failed back surgery syndrome and spinal pain. The pump was explanted because of poor health predisposing to poor wound healing and infection of the incision site. Cultures were taken and they were negative. The issue was identified when patient went in for a routine follow-up. Further actions taken as a result of the event included weekly post-op follow-ups to monitor, patient was also placed on antibiotics. At the time of the report this issue was not resolved and patient status was noted as ¿alive ¿ no injury.¿

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6). The pump was explanted due to infection.